Event description:
A report was received that after a trial procedure, the patient had some vision loss. The physician believes the event was anesthesia-related. The patient¿s vision came back.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70e, serial #: (B)(4), description: trial linear st lead, 70cm.